Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): device returned but no anomalies were found.

Event description:
It was reported that during the implant procedure, the lead showed high impedance in several positions and low thresholds. Upon removal of the lead, some tissue was seen in the tip of the lead. The lead was not implanted. No patient complications have been reported as a result of this event.